Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked and was damaged, but still operable. The following information was provided by the initial reporter: "we have continuous problems with leaking taps".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-28. H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. No damages were observed on the sample during the inspection. The sample also underwent our internal leakage testing, and no signs of leakage were observed. Bd cannot determine a manufacturing root cause since the reported defect was not confirmed in testing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked and was damaged, but still operable. The following information was provided by the initial reporter: "we have continuous problems with leaking taps."